Manufacturer narrative:
The actual product is pending return. Review of the picture provided by the customer, confirms the reported issue. The swivel came apart separating the cuff and the strap that gets attached to the bed. This report is based solely on the customer reported issue and photographic image sent in by the customer. (B)(4).

Event description:
Customer reported the restraint broke. The pin connecting the strap to the cuff pulled out of the connector. This was discovered while in use with a pt but there were no pt or caregiver injuries. Customer did not provide the date of the event.